Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level over 500 mg/dl. It was reported that the pump was not delivering insulin properly. Reportedly, customer attempted to address their bg with a bolus via the pump, however not insulin was delivered. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER later the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.